Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (58 mg/dl). The reported cause for low bg levels is unknown. Customer ate gummy bears to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level of 58 mg/dl was confirmed on the morning of (B)(6) 2107 by cgm at 7:30am. User made an extended bolus request at 1:25am in the morning on (B)(6) 2017. Basal rate changed from .15 u/hr to .3 u/hr at 12:47am. The combination of the early morning extended bolus request and the basal rate adjustment may have caused bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.